Manufacturer narrative:
Review of the log file provided by the account confirmed pump stop and low speed events; however, a specific cause could not be conclusively determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2017 through (B)(6) 2017. Pump power, estimated flow, and average pulsatility index (pi) typically ranged from 5.6 to 7 watts, 4.4 to 6.9 lpm, and 2.1 to 8.5, respectively. Pump stoppage and low speed events were noted on (B)(6) 2017 and (B)(6) 2017 and had corresponding low speed and low flow alarms, as well as fluctuations in pump power. These events all occurred while the patient was connected to the power module. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. The log file ended with the driveline being disconnected. No other atypical alarms were noted throughout the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 2 years, 3 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient came into the emergency department via emergency services with the driveline not connected to the system controller. The patient reported the lvad system alarming at 2:00 am, and subsequently exchanging the system controller. It was reported that the patient did not call the lvad clinicians, as instructed to do with any alarm, and exchanged the system controller and only called 911. The patient did not recall what the alarm occurred. The lvad clinician thought that the patient may have been confused due to an extremely elevated blood sugar level. The patient had disconnected the lvad from the system controller and had thought it had been reconnected properly into the new controller. Hours later when the patient was seen in the emergency department, the patient had a subtherapeutic inr, and the pump had been off for hours. The patient was also experiencing unspecified symptoms. The lvad team was not comfortable restarting the pump at that point, which is why the decision was made to have the patient undergo an urgent pump exchange.